Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side "extremely hard", "pressure", and capsular contracture, baker grade iii. Additionally, healthcare professional reported and confirmed capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases and one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified opening extended is found with the following conditions: smooth edge on radius due to smooth opening, crease sharp on radius assessed as fold flaw opening, stress marks and wear abrasion. Based on the device analysis the final assessment is: a opening extended is found with the following conditions: smooth edge on radius due to smooth opening and crease sharp on radius assessed as fold flaw opening.

Event description:
Device has been explanted. Noted "five centimeter tear with extrusion".